Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. If more information becomes available, a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral external battery did not charge. There was no harm or serious injury reported as a result of the event.